Event description:
It was reported that this right ventricular (rv) lead exhibited high gradually increasing shock lead impedance measurements out of range. Technical services (ts) provided troubleshooting options. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).